Manufacturer narrative:
Only the device was returned in a large biohazard bag in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. The nozzle tip has an aneurysm that began just past the wound guard on the posterior right side. The aneurysm widened as it traveled and has torn. The tip material was extremely stretched (but still intact) at the end of the line of damage. Heavy tip stress was also observed. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported event. The device was returned for evaluation. Nozzle tip damage was observed. The tip posterior has an aneurysm that has enlarged and torn. The tip material was extremely stretched at the end of the line of damage. Heavy stress was also observed. This damage would indicate the lens/plunger were not in an acceptable position for advancement. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative emailed on behalf of a facility representative about an preloaded device. Per the source email, the physician reported that he, experienced back pressure with his injector and there was significant resistance. After continued advancement, the injector punctured the patient¿s posterior capsule, and the surgeon had to complete an anterior vitrectomy. Additional information requested.